Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor after ending their pd treatment. The patient reported receiving multiple air detected in cassette alarms during drain 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. Upon follow up, it was confirmed that the fluid did not come in contact with the cycler. The patient did not know what caused the leak or where it came from. Stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.